Manufacturer narrative:
Concomitant medical products: 429678 lead, implanted: (B)(6) 2012; 694765 lead, implanted: (B)(6) 2002; 305u225 aortic valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were possibly undersensing and high pacing thresholds were noted on the left ventricular (lv) lead. The leads remain in use. No patient complications have been reported as a result of this event.